Event description:
It was reported , the vizishot 2 flex 19g ebus needle lock easily , loosened during an unspecified procedure and the needle was no longer connected to the bronchoscope. According to the reporter, the customer stated that the locking mechanism is very easy to move. This issue occurred with the two needles after each other ( same model with unknown lot number). Reporter stated the ebus device was not damaged. No patient harm or injury. No user injury. This event includes two reports: report with patient identifier (B)(6) - ( na-u403sx-4019 lot unknown , 1 of 2 ). Report with patient identifier (B)(6) - ( na-u403sx-4019 lot unknown , 2 of 2 ). This report being submitted is for report with patient identifier (B)(6) - ( na-u403sx-4019 lot unknown , 1 of 2 ).

Manufacturer narrative:
The subject device was received at olympus business service center (germany) on october 5, 2022 and is being shipped to the original equipment manufacturer (OEM) for investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated. The device returned in a plastic bag package. Since the original packaging was not returned, the lot could not be confirmed. There was slight dried blood in multiple areas along the sheath which is consistent with use. The stylet was returned, and had some resistance when advancing. This is likely due to dried tissue within the needle. The distal hypotube was present, and had a slight bend. The handle lock was able to slide and lock into positions. The sheath adjuster screw was able to rotate and lock into position. The connecting slider was able to click into both positions when firm pressure was applied. The device was then connected to a test scope to test the connection features. The device was able to connect to the scope and maintained its positioning. Firm force was needed to release the connecting slider form the test scope. The needle was able to advance and retract smoothly without resistance. The needle was able to extend approximately 1.4375 inches. The distal needle tip was sharp and without physical damage. The pebax section was present and without damage. There was a slight bend at the proximal end of the sheath. After testing the connection of the device to the bronchoscope, the device was able to maintain its positioning. The connecting slider portion functioned as intended. As a result, the initial complaint cannot be confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The observed failure is a known phenomenon likely resulting from an inefficient connection between the device and the scope. The event can be detected/prevented by following the instructions for use which state: "do not insert the instrument into the endoscope unless the connector section is in the proximal position and the sheath adjuster knob is tightened". Olympus will continue to monitor the field performance of this device.